Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, a 2.50x18mm xience skypoint drug eluting stent (des) was implanted, without issue, in a moderately calcified, mildly tortuous lesion in the first diagonal artery. On (B)(6) 2022, the patient complained of chest pain. On (B)(6) 2022, coronary angiography confirmed 99% focal lesion in the first diagonal artery, which was treated with a drug coated balloon (dcb), without any issues. On (B)(6) 2022, the patient was discharged. There was no additional information provided.